Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, missing end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room in (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level of 575 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer reported that they experienced nausea, vomiting and abdominal pain as the symptoms of high blood glucose level. The customer treated high blood glucose levels fluids and was under observation and used injection. The customer alleged the insulin pump for under delivery because blousing was not bringing the blood glucose level down. The customer also reported that the insulin pump had no delivery alarms. The drive support cap appeared normal. The insulin pump will be returned for analysis.